Event description:
Affiliate reported that the suture broke approximately two weeks, following implantation. The pt was returned to surgery for repair.

Manufacturer narrative:
Result code: representative samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum ph eur requirements. Conclusion: no device failure; product is within specification.